Event description:
The customer reported that the system would not fluoro. The system error logs displayed a "ma on in error" that correspond with a high current alarm on the right monitor. Possible causes for alarm are corrupt software or potentially failing monoblock.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reloaded the software and reloaded the nodes. He tested system by repeatedly booting and fluoroing with no errors. The system functions as intended.